Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint # (B)(4). It was reported that the hcu30 had the error ¿1004¿ (main heater temp. Sensor error) during surgery. No health damage to patients.

Manufacturer narrative:
During surgery, the failure "error ¿1004¿ (main heater temp. Sensor error)" occurred. According to the communication grid dated 2020-07-21 the getinge field service technician (fst) has found out that the valves were blocked. The failure could be fixed by cleaning the valves (shut-off valve, shunt valve, etc.) And re-adjusting the actuator. The most probable root cause for the error ¿1004¿ (main heater temp. Sensor error) were blocked valves. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. Thus the reported failure "error ¿1004¿ (main heater temp. Sensor error)" could be confirmed. The reported failure happened during surgery. The hcu 30 which was used, was responsible for this complaint. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).